Manufacturer narrative:
Evaluation summary: the products were not returned for analysis. Product history and batch records were reviewed and documentation indicated the products met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An instrumentalist reported that during a cataract extraction with intraocular lens (iol) implant procedure three cartridges cracked. There was contact between the product and the patient. The procedure was completed.

Manufacturer narrative:
Product evaluation: three used cartridges were returned stapled inside a cartridge pouch lot# 32519423. Two of the returned cartridges are the reported cartridges. The third cartridge is an different model cartridge by the manufacturer. No complaint was indicated against the third undamaged, used cartridge. The two complaint cartridges were evaluated. The two cartridges had viscoelastic observed inside. The two cartridges had evidence of placement into a handpiece. Both cartridges were split along the top of the tip and had heavy stress. Both tips also appeared cut (one with a portion removed). Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-manufacturer intraocular lens (iol) and viscoelastic with an unspecified handpiece. Both of the returned cartridges had extensive tip damage. The root cause is most likely a failure to follow the directions for use (dfu). The account used a non-manufacturer iol and viscoelastic. The dfu instructs the cartridge iol delivery system is for implantation of qualified manufacturer's iols. No unqualified lenses should be used with the cartridge iol delivery system. The dfu further instructs: only use the manufacturer's viscoelastic qualified for use with the manufacturer's cartridge specific iol delivery system. The use of non-qualified combinations may result in delivery issues and/or damage to the lens or the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an non-qualified iol, unspecified handpiece, and non-qualified viscoelastic. The root cause is most likely a failure to follow the directions for use (dfu.) The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for the cartridge used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).